Event description:
It was reported that the left ventricular (lv) lead has been experiencing high, variable thresholds and intermittent capture. The lv lead has been programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).